Event description:
A trilogy evo ventilator was returned to a third-party service center for evaluation of an alleged "fault". There was no patient involvement, and no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator service required code indicating an oxygen blending module (obm) accuracy issue requiring urgent service had occurred. The oxygen blending module printed circuit board assembly required replacement to address this issue. The device failed final testing due to a defective active exhalation control module (aecm). The aecm was replaced to address the issue after which the device passed the final testing. Additional findings not related to the malfunction/issue: the pollen filter was replaced as preventative maintenance, the porting block was cracked requiring replacement, the whisper cap, blower bellow and obm gasket were noted to be contaminated, the warning label was scratched, the power clamp was damaged and rubber feet were missing.